Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the detached pin could not be determined. The detachment was most likely caused by the application of excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the connector pin/locking pin was broken and detached; therefore could not connect/lock onto handpiece. The inspection also noted the outer tube and main body are scratched, worn. The device has not been repaired in the past year. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the connector / locking pin at the main body came off the autoclavable telescope. The customer reported problem was found at reprocessing. It was reported the electrosurgical examination was completed with another scope without delay. No death or injury and no impact to patient or other has been reported to olympus.